Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 06-oct-2015 no further information was received. Case considered closed. (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred term: urticaria. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who requested essure (fallopian tube occlusion insert) removal, approximately 6 years after its insertion, due to urticaria and joint complaints. These events were considered serious due to medical importance. Only urticaria (hives) is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives (urticaria) that resolve after device removal. In this particular case, patient had itch and urticaria, which started after devices insertion. Although the physician was unable to inform if patient recovered after devices removal; considering event's nature and the positive temporal relationship with essure insertion, a causal relationship with the suspect insert cannot be excluded. Regarding joint complaints, limited information was provided. However, given essure local action at fallopian tubes, causality with the suspect insert is considered unlikely. Since essure removal was required (intervention implied), this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician recently removed essures from a patient at her request. One device that still stuck out in the cavum was concretion. The physician's question was whether these concretions could concern corrosion or lime precipitation. Follow-up information was received on 13-jul-2015. It was reported that the coils were given to the patient. Patient was sterilized elsewhere. Reporter does not have batch numbers. No further information was provided. Follow-up information received from the physician on 16-jul-2015: patient was (B)(6) . She had essure inserted in 2009. The reason for essure removal, on (B)(6) 2015, was reported as request because of complaints that started after insertion. Itch, urticaria, joint complaints. The physician stated it was still too early to assess if the patient recovered from the events after essure removal. Ptc investigation result received (B)(6) 2015 ptc global number (B)(4). Final assessment based upon review of the submitted photos, it is very difficult to determine the exact identity of the white deposit material. It is likely the white deposit material is tissue from the uterine cavity which has attached to the insert. It is very unlikely this substance is an artifact from the manufacturing process. Since no product has been returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who requested essure (fallopian tube occlusion insert) removal, approximately 6 years after its insertion, due to urticaria and joint complaints. These events were considered serious due to medical importance. Only urticaria (hives) is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives (urticaria) that resolve after device removal. In this particular case, patient had itch and urticaria, which started after devices insertion. Although the physician was unable to inform if patient recovered after devices removal; considering event's nature and the positive temporal relationship with essure insertion, a causal relationship with the suspect insert cannot be excluded. Regarding joint complaints, limited information was provided. However, given essure local action at fallopian tubes, causality with the suspect insert is considered unlikely. Since essure removal was required (intervention implied), this case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information (events outcome) is being sought.